Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: when the staple was not formed but the knife cut the tissue, were any staples delivered into the tissue at all? Yes, stomach side was perfectly staple but the specimen side had malformed staple line. Were the staples malformed/improperly formed? Malformed on one side of the cut line and the other side was perfectly staple. Was the staple line interrupted/missing staples? No. What was the product code of the cartridge (gst60t, ecr60d, etc.)? Ecr60g.

Event description:
It was reported that during a sleeve gastrectomy procedure, when they fired the stapler, the staple was not formed but the knife cut the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.